Event description:
It was reported while using bd maxguard extension set microbore slide clamp(s) there was separation. There was no report of patient impact. The following information was provided by the initial reporter: details of complaint (reported issue): 28-mar-2023 concern description: screw part separates easily from insertion component leaving nothing to hold to remove tubing from medport. Tubing broke from endpiece with attempted removal, screw component separated from end of med tubing.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by the customer that the screw part separates easily from insertion component could not be verified due to the product not being returned for failure investigation. A device history record review for model me2020 and lot number 22129152 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxguard extension set microbore slide clamp(s) there was separation. There was no report of patient impact. The following information was provided by the initial reporter: details of complaint (reported issue): (B)(6) 2023 concern description: screw part separates easily from insertion component leaving nothing to hold to remove tubing from medport. Tubing broke from endpiece with attempted removal, screw component separated from end of med tubing.